Event description:
During a trade show event, a trufreeze console was used on two individuals to attempt to treat the skin; irritation was reported as a result.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The investigation determined that the trufreeze console was used outside of a clinical setting by an individual who was not a licensed medical professional. Use under these conditions is inconsistent with the device's intended use and labeling. Steris implemented corrective actions to prevent recurrence, including mandatory training for steris's procedural endoscopy and clinical teams who serve as the company stewards of the trufreeze product, to reinforce appropriate use, handling, and oversight of the device. No further complaints or reports of skin irritation related to this event have been received since the initial report.